Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during testing, the unit had an error code 196 and cut was always activated. No patient involved.

Manufacturer narrative:
Evaluation summary: one forcefx-8cs was received for evaluation. The returned sample met specification as received by medtronic. The customer reported the unit had an error code 196 and cut was always activated. The reported condition was not confirmed. The investigation could not repeat the fault and the unit passed preventative maintenance and electrical safety test. The investigation found the device to function normally and within specifications. If information is provided in the future, a supplemental report will be issued.